Manufacturer narrative:
The MFR did not receive the device as the pt has not been revised to date. No x-rays or other source documents were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device is returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's ref number of this file is (B)(4).

Event description:
It was reported that, on (B)(6) 2009, a durom us acetabular component was implanted on the left side. The pt is experiencing pain and a pseudo tumor was diagnosed. The pt is being monitored due to pain and the pseudo tumor. This is a bilateral claim, reference (B)(4) (right side).